Event description:
It was reported that during a da vinci si surgical procedure, the user facility identified a broken pulley cord on the pk dissecting forceps instrument while holding a fibroid. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a frayed grip at the distal idler pulley. Frayed strands were sticking out at the instrument's wrist. Additional observations found during investigations were damages to the conductor wire, yaw pulley, distal pulley, and main tube. One conductor wire was broken at the yaw pulley exit. Wire is detached from its connection at the grip. Electrical continuity failed. Yaw pulley showed no signs of arcing. The yaw pulley was missing a 0.197 x 0.041 piece on the same side from the conductor wire breakage, allowing the grip to move within the pulley and have a large range of motion in yaw motion. Missing piece was not returned with the instrument. There were scratches on the surface of the distal pulley. The distal end of main tube had various scratch marks showing light material removal and a rough surface finish. Scratches were short in length and not axially aligned with the tube. Evidence not conclusive, but the main tube damages may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.